Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch selectsimple meter is reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 8:20 p.m., on (B)(6) 2017. The patient claimed obtaining a blood glucose readings of ¿180 mg/dl¿ on the subject meter which he felt was high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with self-adjusted insulin (nph, 5 mg) and claimed that in response to the alleged issue, he increased the dose of his insulin to 15 mg. The patient reported he woke up between 2 and 3 a.m., on (B)(6) 2017, having developed symptoms of ¿cold sweats and weakness¿. The patient advised that he self-treated by eating candy and something sweet. The patient denied testing his blood glucose on any other device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering an increased dose of insulin based on the alleged elevated readings obtained on the subject device.